Manufacturer narrative:
The plug was removed and replaced with a new plug. The device passed all safety tests and was returned to service.

Event description:
It was reported by the field service repair tech that the power plug had arcing marks and a broken prong.